Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The fse found that the unit had excessive noise and friction when moving around the yaw and pitch axes. Unit was tested on an in-house system in normal mode where it triggered no errors but was found to be noisy and hard to move on the yaw and pitch axes. Unit was also tested on another test platform where it passed all tests that were related to the reported problem. During investigation, the yaw and pitch axes were both noisy and stiff.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, universal surgical manipulator (usm) 1 moved on its own and caused an abnormal noise. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed no related error in the logs. Before the phone call, the customer had power cycled the system to resolve the noise issue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the unit had excessive noise and friction when moving around the yaw and pitch axes. The universal surgical manipulator (usm) 1 was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode where it triggered no errors but was found to be noisy and hard to move on the yaw and pitch axes. Unit was also tested on a patient side cart fixture test platform (pftp) where it passed all tests that were related the reported problem. During investigation, the yaw and pitch axes we both noisy and stiff. The complaint was confirmed based on failure analysis. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A review of the system logs for the system serial number associated with this event was attempted. However, the search did not return any results in the procedure history aligned with the customer reported event. The probable root cause of the reported event can be attributed to worn motor modules on the yaw and pitch axes.